Event description:
It was reported that during the pre-use check, the cuff was found stuck to the tube, which did not allow the cuff to be inflated. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Device evaluation a sample and picture were received to perform an investigation. A visual inspection of the picture detected no damage. Functional testing was performed by inflating the cuff. The cuff was inflated with 15cc of air and it inflated completely and symmetrically around the tube. The complaint was not confirmed. No root cause could be determinate since the sample successfully passed the functional test. A device history record (DHR) review was performed, and no issues were noted during manufacture.